Event description:
It was reported that the sense light-emitting diode (led) is not working on an external pulse generator even though the pacer was pacing with basic heart rate and above the setting while on the patient. The biomed did not have the correct test equipment, but was able to test to see if the device was sensing. Set up frequencies and amplitudes to test were discussed. There was no patient harm and the device was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).